Manufacturer narrative:
This report is being submitted late, a process improvement plan has been put in place.

Event description:
Literature: daniels dh, powell cr, braasch mr, kreder kj. Sacral neuromodulation in diabetic pts: success and complications in the treatment of voiding dysfunction. Neuro-urology and urodynamics. Apr 2010; 29(4): 578-581. Summary: methods: the authors conducted a retrospective analysis of the 243 pts who underwent percutaneous sacral neuromodulation (snm) testing or permanent device implantation between (B)(6) 2000 and (B)(6) 2008. Of these, 32 pts had a preoperative diagnosis of diabetes mellitus, 211 pts were non-diabetic. All pts experienced urge incontinence, urgency-frequency syndrome, and/or urinary retention refractory to non-surgical treatment. No pt experienced intraoperative complications. No difference in long-term success rates was seen in diabetic pts when compared with similar, non-diabetic pts. Diabetic pts did, however, have a higher incidence of device explantation due to infection (16.7%). Reportable events: the following was reported by the authors: the device was explanted in 10 cases due to infection. The device was explanted in 8 cases due to pain. The device was explanted in 1 case due to a dislodged lead. The device was explanted in 10 cases due to loss of efficacy. The device was explanted in 11 cases due to battery depletion (it was unclear if this was considered normal battery exchange). The device was explanted in 5 cases due to the need for a magnetic resonance image (MRI). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt information provided is the average for all the pts. At this time no additional information was available, a request has been made to gather additional information regarding the pt, the devices used, the event and the pt outcome. Any new or additional information rec'd will be forwarded.